Event description:
It was reported during a procedure at the user facility that the device was becoming hot. The procedure was completed successfully without a clinically significant delay. No adverse consequences were associated with this event.

Manufacturer narrative:
Investigation has been completed.

Event description:
It was reported during a procedure at the user facility that the device was becoming hot. The procedure was completed successfully without a clinically significant delay. No adverse consequences were associated with this event.